Event description:
It was reported that the lead exhibited unacceptable thresholds of 4.3 v, 1.0 ms in the bipolar configuration, and noise during myopotential provocation tests.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.